Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was providing therapy for ventricular tachycardia (vt) therapy. Where review of the single chamber device found that the initial rhythm appeared to atrial tachycardia with rapid ventricular response causing the patient to become syncopial. The anti-tachycardia pacing (atp) and shocks were delivered successfully. However, the shock appeared to terminate the rhythm after shock five, but then the rhythm was accelerated needing additional therapy. It appears that there were two separate episodes that were treated a few minutes apart that totaled 11 shocks. Device reprogramming options were discussed. The device remains in-service. No adverse patient effects were reported.